Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of an intraocular lens (iol) into the patient¿s operative eye, the doctor noticed a scratch on the lens. The lens was removed and replaced with another lens during the same procedure without incident. There was no patient injury or incision enlargement required. The patient is reported to have good visual outcome. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/26/2018. Device evaluation: the sample was returned to the manufacturer. The product returned consists of the original folding carton and lens, which is approximately cut in half or two (2) pieces in a sample container. Multiple scratches were observed on the returned lens. The reported issue was verified. The lens was explanted, therefore, the cut is most probably related to the removal. The reported scratch was observed upon insertion, as described in the initial report. The insertion device (delivery system) of the pcb00 was not returned, an evaluation of the complete device was not possible. Based on the analysis of the returned lens, the reported scratch could not be determined as manufacturing related since the lens was used during surgery. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.